Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct medwatch facility. This event will be reported under medwatch facility UK - (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct medwatch facility. This event will be reported under medwatch facility UK - (B)(4).

Manufacturer narrative:
(B)(4). D10: (B)(6), 28mm i.d. 40mm o.d. Size d bearing, lot 66112247. G2: foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip surgery and was implanted with zimmer biomet¿s bearing and cup. Subsequently, the patient was revised nine and a half months post implantation due to dislocation. The cup and bearing were explanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct medwatch facility. This event was further reported under medwatch facility UK - 3002806535-2025-00094. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct medwatch facility. This event was further reported under medwatch facility UK - 3002806535-2025-00094.